Event description:
It was reported through the pt's attorney that in 1995, the pt underwent total hip replacement. Post-op, in 2002, x-rays taken revealed the stem had loosened. As a result, in 2003, the pt's hip was revised for loosening where the femoral stem was removed and replaced.